Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the internal porting block adaptor and passive exhalation porting block were found to be missing. The components were replaced to address the issue.